Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a closure of an open hernia procedure, the suture split apart after a week at the post operation appointment.